Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The information in this complaint (B)(4) has been evaluated. The batch 6010190 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 for the insertion without removing needle guard. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6010190 was manufactured according to the work instruction (wi) version 75 and packaging in the line 08, on 09/nov/2024, with a total of 29,200 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 18/jul/2025 against malfunction code insertion without removing needle guard and lot 6010190, and no other complaint has been registered in database for the same lot, and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, harm and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to remove the needle guard on (B)(6) 2025 after insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.